Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector experienced leakage. The following information was provided by the initial reporter: of note we had another report of leaking with the same lot#.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-sep-2023. H.6. Investigation summary: a complaint of trifuse breaking during use was received from the customer. Three used samples were received for quality investigation. The customer complaint of component damage - leak was verified by inspection. Initial inspection of the samples received did not indicate an damages to the extension set. A syringe with water was then connected through the maxplus connector and the water was pushed through the tubing including the filter. Leakage could be seen coming from the union between the tubing and the filter outlet port. Further examination under magnification indicates that there are gaps between the tubing and the filter port. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 15feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and an investigation was performed. After investigation, the potential root cause for leakage between tubing and filter could be related to opportunities with the solvent dispenser described in the method and partial solvent application between components by the assembler. A quality alert was created and communicated on (B)(6) 2023 to the involved personnel to reinforce the correct application of solvent and the scalation of failure in solvent dispenser. The supplier was notified of the filter leak. The retained samples for lot number 23029243 were retrieved, inspected, and tested and all were compliant. A batch review was performed for the reported lot, and there is no record of this defect on lot number 23029243. Samples were provided to the supplier for investigation, and the hydrophobicity of the membrane was found compromised. Once the units were flushed with water for minimum 8 hours the membrane regained its hydrophobicity, only 2 parts continued to leak but some airflow was visible after flushing. In relation to all other units the airflow was present, and the vent membrane was compliant and within specification when tested at 50 psi for 2 minutes (the actual specification is 35 psi for 15 seconds). This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector experienced leakage. The following information was provided by the initial reporter: of note we had another report of leaking with the same lot#.